Manufacturer narrative:
The insulin pump was received with no escape button response due to corroded keypad trace. No button error alarm noted during our testing. Unable to verify for operating currents including low battery, off no power alarm due to no escape button response. No moisture damage was found inside the insulin pump noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer stated he was running, he had the device in his pocket, and it started to rain. He removed the device and handed it to a trainer whom put the device in a backpack. Once customer received the device it had low battery alarm and when he tried to clear it the act and esc button wouldn't respond. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.